Manufacturer narrative:
All devices must meet quality requirements and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on (B)(6) 2023 from the home therapy nurse (htn) of a 65 year old male patient with a medical history including end stage renal disease, who stated the patient experienced a cough, wheezing and was itchy during a home hemodialysis treatment on (B)(6) 2023. Per the htn, the patient improved upon using his nebulizer and ending the treatment. Additional information was received on (B)(6) 2023 from the htn, who stated the patient was administered 25mg of oral diphenhydramine (benadryl) and recovered without sequelae, no report of additional symptoms. Per the htn, the patient plans to resume therapy with the nxstage system using a dialyzer from a different manufacturer.